Event description:
It was reported that system monitor received a watchdog error. When the system was disconnected from the patient, abnormal numbers or characters were observed on the system monitor.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a system monitor watchdog error was confirmed via analysis of the returned unit. The system monitor, serial number (B)(6), was initially evaluated by technical services and the reported issue of a watchdog error was confirmed. The system needed a new main printed circuit board (pcb) to fix the issue. After numerous emails, a purchase order request could not be produced within the appropriate amount of time that was given. The system monitor was returned to the customer unrepaired. Additional information provided on 01jul2019 indicated that the unit was returned and re-evaluated and the reported issue was confirmed. Troubleshot the system monitor which revealed that the main pcb was faulty. The printed circuit board was replaced with a new one and the reported issue was resolved. A full functional checkout was performed, and the unit passed all tests without any functional issues. The unit was repaired and returned to the customer¿s site. Although it was confirmed, the specific root cause for the system monitor watchdof error message was unable to be conclusively determined during this investigation. Abbott will continue to monitor for similar incidents. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed that (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. The system monitor was shipped to the customer on 06mar2017. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU). If the system monitor does not work, contact abbott's technical service department. The heartmate power module instructions for use (IFU) cautions the users to contact the ventricular assist device (vad) coordinator or hospital contact for assistance if the system monitor does not function properly or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.